Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was successfully extracted. Watermark was observed at the base of the tail, indicating the sensor was properly inserted. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the sensor's pcba (printed circcuit board assembly) and observed the asic (application specific integrated circuit) was damaged during the de-casing process. Extended investigation was performed on the returned sensor. The damage to the pcba was further investigated and cracks near the asic and ble (bluetooth low energy) antenna was observed. The observed damage to the pcba can disrupt or fully disconnect the electrical signals from the asic to the em chip. The damage would prevent the nfc (near field communication) and ble to function, as well as prevent the asic to connect properly to the battery. The sensor is unable to communicate therefore, smu (source measurement unit) testing, poise, or temperature testing could not be conducted. Due to the damage caused during de-casing, adc (abbott diabetes care) can not perform any further investigation. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.